Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains implanted and in service. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains implanted and in service. Additional information was received that this patient expired, no date of death was provided.. The device was not returned for evaluation. In an attempt to receive information, regarding the patient or the status of the device, the coroner's office would not provide any additional information. The cause of death was not provided.